Event description:
Journal reference: carrillo-ruiz jd, velasco f, jimenez f, et al. Bilateral electrical stimulation of prelemniscal radiations in the treatment of advanced parkinson's disease. Neurosurgery 2008;62(2): 347-359. Tremor and rigidity have been efficiently controlled by electrical stimulation of contralateral prelemniscal radiations (raprl) in pts with unilateral parkinson's disease. The present study determines the effect of bilateral raprl electrical stimulation in a group of five pts with severe bilateral tremor, rigidity, and bradykinesia. Evaluations were performed at 3,6,9 and 12 mos post-operative, with 24 hr off medication-on stimulation. Reportable event; when the second electrode was implanted on the opposite side, in addition to a decrease in contralateral tremor and rigidity, pts became somnolent, although they remained reactive to nociceptive and verbal stimuli. Pts emerged slowly from this condition during periods of hrs to 2 days.